Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the caller had a friend that had a device a long time ago and had some problems. The caller did not provide any additional information because they did not feel it was relevant. No patient symptoms were reported. No further complications were reported.